Event description:
It was reported that, during reprocessing, the colonovideoscope having washed the instrument a couple of times remained dirty, a kind of greasy layer remained on the channel tube and was probably contaminated. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device. Moreover, the investigation noted a sticky connecting tube, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, h2, h3, h6, h11

Event description:
No additional received from the customer.